Event description:
The advocate stated the customer received a blood glucose reading of 170 mg/dl from his contour meter and a reading of 540 mg/dl from the paramedic's meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer ended the call before add'l info could be obtained. Customer service attempted to call the customer back, but he declined to provide info about the event. No product will be returned.

Manufacturer narrative:
The customer did not provide a meter serial number or product code, so it was not possible to determine a manufacture date or 510(k) number.